Event description:
This lead was capped due to high impedance and thresholds related to a possible fracture and replaced. At this time the pacemaker was also replaced. Should add'l info become available, this file will be updated.